Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report the incident. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed the following maintenance: integrated multisensor technology (imt) s1, r1, and r2 belt replacement and alignments. The cse performed a system check, quality control (qc), alignment service test, and calcium precision check that were all acceptable. No other discordant calcium patient results were observed by the customer. Siemens is investigating. Customer service engineer (cse) calcium precision check results: n=10, mean = 2.35 mmol/l, cv=0.68%

Event description:
A discordant, low calcium result was obtained on a patient sample on a dimension vista 500 instrument and questioned by the physician(s). The calcium results on new sample draws were higher compared to the initial result. The initial patient sample was retested on the same instrument and alternate dimension vista 500 system, resulting higher. The higher repeat result (2.26 mmol/l) was reported to the physician(s) as the correct result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
Siemens filed an initial MDR 2527506-2019-00274 on 10-jul-2019. Additional information (25-jul-2019): siemens has reviewed the information provided and concludes that the discordant calcium patient result was not a reagent lot or method issue. A customer service engineer (cse) was dispatched and performed maintenance on the instrument which resolved the issue. The customer has not observed any further related issues post service and is operational. The instrument is performing within specification. No further evaluation of the device is required. Section h6 result code and conclusion code were updated to reflect the additional information.